Event description:
On (B)(6) 2010, pt's wife reported the up button on the infusion device is not working all of the time. Wife stated, she noticed the issue while trying to bolus this week. Wife reported, she presses the buttons and it will not always respond, but sometimes it does. Wife stated, the button pops back up after it has been pressed. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.